Event description:
It was reported that the patient received multiple inappropriate shocks from the implantable cardioverter defibrillator (ICD) for a ventricular tachycardia (vt) that was below detection rate. Boston scientific technical services (ts) reviewed and noted the ventricular rate appeared irregular at times in the middle of the episode. Therapy was exhausted in the episode. Ts advise having an electrophysiologist review the episode. The ICD remains in service and no adverse patient effects were reported.